Event description:
The customer contact reported a disconnection. The tubing set was being used for an epidural delivery of an unspecified medication. At an unspecified time, the tubing disconnected at an unspecified location. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. Information was requested from the customer regarding the location of the disconnection, when and how the disconnection was noted and if the tubing set was replaced or reconnected; however, no additional information was provided.

Manufacturer narrative:
The customer indicated the device was discarded. (B) (4)